Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred with different infusion sets and cartridges during bolus delivery. Customer resumed insulin delivery and changed pump supplies if alarm was not resolved. Blood glucose was 485 mg/dl at its highest. As the occlusion alarms occurred in the past, tandem technical support could not determine a cause of the occlusions.